Event description:
It was reported that (1) cdh29 was used during a lar procedure. It was reported by the rep that the cdh33 was too big and the surgeon changed the device (cdh29). The device stapled but did not cut. A second cdh29 was used and the case was completed. There was no consequence to pt.